Event description:
The customer contacted spacelabs healthcare technical support to report that the xhibit central station (xcs) was unresponsive and had a loud fan noise coming from the unit. There was no report of patient or user harm associated with the event. A spacelabs technical support representative walked the user through performing a hard reboot of the xcs. Following the reboot, the customer confirmed the device was now responsive. A technical support representative advised the customer check the temperature of the unit and check for any dust or debris build up in the device. The customer confirmed the that xcs felt hot to the touch and that there was dust in the fan openings. Technical support advised they have a biomed or maintenance clean out the device with a vacuum. The monitor tech reported that until they can get the unit cleaned, they moved the xcs further from the wall to improve air flow. At this time no additional information has been provided by the customer. If additional information is made available, a follow-up report will be submitted in accordance with 21 cfr 803.56.